Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration #1625774). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under registration #3009988881. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. It was reported that the patient has developed deep tissue injury after 22 days on atmosair mattress. There was one other complaint (B)(4) raised on 2016-apr-27 by the same customer - (B)(6) hospital. In that case the customer voiced that that their mattresses were as they describe 'worn out and sagging in the middle'. This customer owned over 100 mattresses, bought at the same time (on 2011-jul) and they just reached 5 years of age the same month when the event occurred. They have been used heavily over their life because this hospital had a very high patient census constantly and this customer was about to replace all of them. In this most recent case, despite our best efforts and many attempts, it was not confirmed that the involved mattress had the same claimed malfunction description. It is unknown exactly which device was in use with this patient, therefore its evaluation to verify the product failure was impossible. From information that has been revealed in course of the investigation, it is very likely that despite the mattress was claimed to be worn out and required replacement due to being heavily used, it was still in service, although this information cannot be confirmed with certainty. The instruction for use, which was provided with the device (IFU 407384 b dated on february 2011) in section preventive maintenance schedule states: "preventive maintenance for the atmosair mrs consists of regular cleaning and an overall system check-out to be performed at the intervals described below. All components must be cleaned, disinfected and inspected after each patient's use and before use by a new patient. Inspection / system check-out check each of the following before placing the atmosair mrs with a new patient: 1. Check mattress surface for tears or cracking; do not use if tears or cracks are present. 2. Ensure mattress is free of stains and is not overly faded. For a and ar models: 1. Ensure air inlet hoses and connectors on mattress and pump are clean and undamaged. 2. Ensure pump and power cord are clean and undamaged. 3. Ensure pump hanger brackets are secure and operate correctly. 4. Ensure power switch and comfort control knob both operate correctly. 5. Attach pump to the red rotation hoses and power on to ensure that the mattress surface tilts and there are no air leaks. 6. Attach pump to the blue alternating pressure hoses and power on to ensure there are no air leaks." It is unknown which model was used, therefore it cannot be confirmed if it was powered one (a or ar), but in the previous case of complaint (B)(4) it was model 9000a - therefore we find this section appropriate. No information about preventive maintenance or date of the last device check was revealed. Durability of the atmosair products has been verified and the requirements were gathered in design traceability matrix. The user need is specified as 5 years product life. Engineering requirement - design should be able to withstand 50.000 cycles of cornell and hexagonal roller testing. This test was passed what leads to conclusion that the design is robust enough. To sum up, the root cause cannot be defined with certainty. Despite our best efforts and multiple attempts, information regarding condition of the mattress was impossible to reach. The device was being used for patient handling at the time of the event and in that way played a role in the event outcome. - attachment: [cover letter.pdf]

Event description:
It was reported that the patient has developed deep tissue injury after 22 days on atmosair mattress.